Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 11:35 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.2 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. At 2:40 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. Therapeutic decisions were made based only on the laboratory results as these values were believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter results. The patient's current condition is stable and well. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly. The patient used hand sanitizer to prepare her finger prior to sample collection for meter testing. The patient is anemic. The patient did not have antiphospholipid antibodies. The patient does not take direct thrombin inhibitors. The patient's warfarin dose had been increased on an unknown date. The patient had no changes in diet, is not taking any new medications, and has no abnormal bleeding or bruising. Contamination was found on the heater plate of the meter. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. The maximum difference between measurements was 3%.